Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 3000 mcg/ml of fentanyl at 973.0 mcg/day, 30.0 mg/ml of bupivicaine at 9.730 mg/day, and 50 mcg/ml of clonidine at 16.216 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2019 it was reported that the patient had a motor stall and recovery occur due to MRI. The MRI was due to hip replacement. No actions were taken as interventions for the event. The outcome of the event was resolved without sequelae on (B)(6) 2017. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017 no further complications were reported.